Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4) date sent: 12/9/2024 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what cartridge was used? Unknown. Are the device and cartridge being returned? As far as we know only the device what is the surgeons¿ experience with the device? Frequent user. Date event (=date the issue took place): 5 november 2024. Procedure: bariatric, rygb. Description of issue: while creating the pouch, the initial firings of the staple lines proceeded as expected. During the final firing (estimated to be the fourth), a ¿snap¿ or sound could be heard when firing the stapler. It is estimated that this sound occurred during the third press of the dark gray handle. Opening the stapler was more difficult than usual. After opening, it became clear that the tissue had been cut, but it had not been stapled. The staples were also not clearly visible in the tissue. The open staple line was oversewn and subsequently tested. A new stapler was unpacked to continue the procedure. The patient was initially scheduled to go home as part of a day treatment, but due to this issue, they had to stay overnight in the hospital. When did the event occur (pre-op/intra-op/post-op)? Intra-op was there any patient consequence? No. Patient stayed a night over, when she was intended to go home the same day. If so, which (additional hospitalization, revision surgery, 1hour of additional surgery, blood transfusion.? What action was taken to resolve the issue? New device, ec60a was taken. Is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric procedure, unable to fire the device and unable to open the jaws. Device was already used for a couple of firings. Somehow they managed to open the jaws (not clear how). Inspection did not reveal damage to the device and the reload was intact. A new reload was inserted and because the device was working in the first firings, they decided to try again with this new reload. The same issue occurred (firing impossible and unable to open the jaws) and it took quite some time to open the jaws while placed on the stomach tissue. A new device, ec60a was taken to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. Corrected data: d4 UDI#.